Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: the combination wrench has traces of corrosion on the device. No further information is available.

Manufacturer narrative:
Device used for treatment. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.